Event description:
It was reported that the image on the 9800 system went from light to dark then back to light during a case. The procedure was completed without incident. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The cine drive and hard drive were replaced during the service call. The system was tested and found to be working as intended and put back into service.